Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the specific company cartridges. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blurred vision following intraocular lens (iol) implant procedure. Multiple laser treatments were performed in an attempt to improve distant vision. Vision is worse than before the initial procedure. Images appear small with one eye and large and distorted with the other eye. The consumer noted that the iol was implanted due to a broken blood vessel. Additional information has been requested however, further information has not been received.